Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. The field service engineer (fse) performed a power dissipation reboot and reseated all drawers from the pyxibus cable. The fse then had the customer verify drawer functionality, and all drawers were confirmed to be working without issue. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es storage space had failed and device was not detected on bus. The customer attempted to reboot the station; however, the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.